Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with his sensors. Customer's blood glucose is 137 mg/dl. He said his sensors fall out when he's out driving his tractor in the fields. He also reported that last night, his sensor reading was 68 mg/dl, but his blood glucose was actually 137 mg/dl. An hour later it said he was low, below 40 mg/dl, but his blood glucose was actually 117 mg/dl. Customer declined troubleshooting because he was scheduled to meet with an insulin pump trainer. Nothing further reported.